Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental.

Event description:
The surgeon of the hosp, reported to our salesrep, that it is observed during an follow-up examination that a screw was broken.